Event description:
Information was received indicating that while in use of a smiths medical cadd ms3 pump, it was noted that remodulin infusion was interrupted. It was also reported that the pump was leaking at the syringe tubing connection. The reporter indicated that patient was feeling very tired. No further adverse effects were reported.